Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient has a medical history of hyperlipidemia. During the index procedure three resolute onyx drug eluting stents were implanted in the rca and the lad. Cec adjudicated that one day after the index procedure side branch occlusion of the lad, non-q-wave mi of the target vessel, mdt extended historical peri-pci and non-q-wave mi of the target vessel, 3rd udmi peri-pci occurred. The sponsor assessed the event as not related to the device or the anti-platelet medication.